Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system reported discomfort and chest pain. The patient requested that the device be removed. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and upgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. This product was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system reported discomfort and chest pain. The patient requested that the device be removed. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and upgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. This product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.